Event description:
The physician noted on the angio that air was present in the circulation. The physician noted that there was a small amount of air in the superior vena cava and left hepatic vein. There was also a small amount of air in the distal fontan and several bubbles in the proximal ascending aorta. It was felt that a small amount of air had crossed the fenestration of the fontan. The physician removed the berman catheter and inserted a pigtail catheter and aspirated several times to withdrawal the air. The physician removed the berman catheter because he felt there may have been some issue with the catheter. The catheter was not saved to determine if it was at fault. Staff checked the injector and found no loose connections or cracks. The catheterization was completed with no further episodes and the patient was returned to the cardiovascular ICU stable and was discharged the following day without any issues overnight.